Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that there were multiple mode switches due to noise on the atrial channel. The cause of noise was unknown and it was not reproducible in clinic with arm movements. The lead was reprogrammed. There were no patient consequences due to the event and would continue to be monitored.